Manufacturer narrative:
The reported event of infection was not confirmed in the laboratory. The interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the device and the leads were explanted due to a pocket infection. The patient was treated with antibiotics and was implanted with a temporary pacemaker to provide pacing support. The patient tolerated the procedure well.